Event description:
It was reported that there was a ¿suspected malfunction.¿ it was stated that the patient was admitted to the hospital for 4 days and there was a surgical intervention and evaluation intraoperatively. It was noted that there was a lead modification as two leads were replaced. The event was reportedly device related and was closed as of (B)(6) 2003. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, implanted: (B)(6) 2002, product type: lead. Product ID: 4351, serial# unknown, implanted: (B)(6) 2002, product type: lead. (B)(4).